Manufacturer narrative:
A sample device was not returned for analysis. The product was not returned for analysis. All product and batch history records are quality reviewed prior to product release. Root cause cannot be identified at this time. There are no other complaints in the lot. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure the posterior capsule was noted to be broken after the lens was inserted into the eye. The lens was removed and another lens was used to complete the surgery. Additional information was requested.